Event description:
Contact called stating that customer's meter was reporting erratic results. Customer received a result of 120 mg/dl. Customer fainted, was taken to the hosp, and there customer received a result of 348 mg/dl. At the hosp he was given a shot to lower their customer blood sugar. An evaluation of the meter was done over the phone, which reports that the customer was using expired test strips. Customer asked to return meter for further evaluation, and a replacement was provided.